Manufacturer narrative:
D3. Manufacturer email: (B)(6).

Event description:
It was reported that the console broke a new fiber and a new blast shield right before the first shoot. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.